Event description:
The device was implanted on 10/20/93. Revision surgery was performed on 2/1/95 at which time partial replacement of the instrumentation was performed. Non-union of t12-l1, l1-2, l2-3, and l3-4 was noted. Hooks at t12 and l1 had pulled away bilaterally. On 3/25/96, CT scan showed excellent position of remainder of hardware and apparent fusion. Removal of loose instrumentation was performed. Loose instrumentation not replaced.